Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by arthroscopy, sports medicine, and rehabilitation titled "patellar tendon reconstruction with hamstring autograft for the treatment of chronic irreparable patellar tendon injuries." The study reviewed eleven (11) patients who underwent knee procedures using arthrex corkscrew to treat patellar instability one (1) patient had persistent contracture during the fifty-five (55) month follow-up period. Ref: friedman, j. M., et al. (2020). "Patellar tendon reconstruction with hamstring autograft for the treatment of chronic irreparable patellar tendon injuries." The knee 27(6): 1841-1847.